Manufacturer narrative:
Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiber optic sensor failure message and no arterial waveform was present. The customer had already disconnected the fiber optic cable and had tried to transduce the iab central lumen. The console then displayed ¿source transducer- no cable¿. The customer reported to be using a truwave pressure cable. It was suggested to try using a different pressure cable and that resolved the issue. They were able to zero the transducer, and resume pumping with a clean arterial waveform. There was no patient harm or adverse event reported.

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console displayed a fiber optic sensor failure message and no arterial waveform was present. The customer had already disconnected the fiber optic cable and had tried to transduce the iab central lumen. The customer reported that the fiber optic cable had failed. The console then displayed ¿source transducer- no cable¿. The customer reported to be using a truwave pressure cable. ECG and pressure trigger were being used. It was suggested to try using a different pressure cable and that resolved the issue. They were able to zero the transducer, and resume pumping with a clean arterial waveform. The iab was repositioned and therapy was continued for 3-4 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: nathaniel (nate) woods, director ICU updated field(s): describe event or problem. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A maquet sheath was returned over the catheter tubing. Four kinks were found on the catheter tubing approximately 74.2cm, 70.3cm, 69.8cm and 53.8cm from iab tip. The optical fiber was found to be broken approximately 26.42cm from the iab tip. The pressure tubing was also returned. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.